Event description:
A customer observed non-reproducible falsely elevated vitros trop I es results for a patient sample tested on a vitros eci analyzer. The result did not agree with subsequent vitros trop I es results obtained from the sample patient on alternate samples and the same sample. The laboratory did report the falsely elevated vitros tropi es result, but there was no allegation of harm. This report corresponds to ortho clinical diagnostics inc. (B) (4)

Manufacturer narrative:
Investigation into this event included evaluation of instrument dataloggers, which found no evidence to suggest an instrument malfunction contributed to this event. Acceptable quality control results were obtained the day of the event, which suggests that assay reagents were performing as expected. The definitive root cause of this event could not be identified although the investigation determined that sample tube processing was taking place that was outside of the sample tube manufactures recommendations, which may have contributed to the event. There was no allegation of patient harm as a result of this event.